Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, abdominal discomfort, necrotic bowel, severe renal failure, altered mental status, mesh failure, small bowel perforation, adhesions, ascites, incarcerated hernia, bowel injury, kidney damage, feculent contamination within hernia sac and abdomen, infection, open wound, and ischemic bowel. Post-operative patient treatment included surgery to remove the mesh, necrotic skin/bowel, and hernia sac, wound vac applied, resection of small bowel and right colon, abdominal washout, temporary abdominal closure, exploratory laparotomy, abdominal re-exploration, ileocolic anastomosis, excision of redundant skin, and irrigation of skin and subcutaneous tissues. Relevant tests/laboratory data, including dates (b7): (B)(6) 2018 : CT scan showed evidence of ischemic bowel.

Manufacturer narrative:
Correction: device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d8, e1 (facility name, street 1, city, region, postal code, g1 (MFR contact first name, last name, street 1, MFR city, region, country code, postal code, email, phone number), g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, abdominal discomfort, necrotic bowel, severe renal failure, altered mental status, mesh failure, small bowel perforation, adhesions, ascites, incarcerated hernia, bowel injury, kidney damage, feculent contamination within hernia sac and abdomen, infection, open wound, pain, bowel obstruction, mesh migration, and ischemic bowel. Post-operative patient treatment included surgery to remove the mesh, necrotic skin/bowel, and hernia sac, wound vac applied, resection of small bowel and right colon, abdominal washout, temporary abdominal closure, exploratory laparotomy, abdominal re-exploration, ileocolic anastomosis, excision of redundant skin, and irrigation of skin and subcutaneous tissues.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced inflammation, seroma, scarring, recurrence, abdominal discomfort, necrotic bowel, severe renal failure, altered mental status, mesh failure, small bowel perforation, adhesions, ascites, incarcerated hernia, bowel injury, kidney damage, feculent contamination within hernia sac and abdomen, infection, open wound, pain, bowel obstruction, mesh migration, and ischemic bowel. Post-operative patient treatment included CT scan, medication, dialysis procedure, surgery to remove the mesh, necrotic skin/bowel, and hernia sac, wound vac applied, resection of small bowel and right colon, abdominal washout, temporary abdominal closure, exploratory laparotomy, abdominal re-exploration, ileocolic anastomosis, excision of redundant skin, and irrigation of skin and subcutaneous tissues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia by laparoscopic repair. It was reported that after implant, the patient experienced recurrence, abdominal discomfort, necrotic bowel, severe renal failure, altered mental status, mesh failure, small bowel perforation, adhesions, ascites, incarcerated hernia, bowel injury, kidney damage and feculent contamination within hernia sac and abdomen. Post-operative patient treatment included surgery to remove the mesh, necrotic bowel, and hernia sac, as well as to apply a wound vac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia by laparoscopic repair. It was reported that after implant, the patient experienced abdominal discomfort, necrotic bowel, severe renal failure, altered mental status, mesh failure, small bowel perforation, adhesions, ascites, and feculent contamination within hernia sac and abdomen. Post-operative patient treatment included surgery to remove the mesh, necrotic bowel, and hernia sac, as well as to apply a wound vac.